Manufacturer narrative:
Received two (2) photos showing the packaging information of the product. No defects or anomalies noted. The complaint of leakage on the 011-cs25 could not be confirmed by investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record was reviewed and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time. E1 initial reported (full) phone number: (B)(6).

Event description:
The complaint/event involved a check valve with male/female luer lock. It was reported that the anti-reflux cap position had constant blood leakage from the cap at the first use. There were no clinical consequences as a result of this complaint/event.

Event description:
The customer provided additional information on 24jul2024 stating that there was a delay to a surgical procedure and supervision was required following the complaint/event. The problem occurred while the procedure was in progress, with an estimated time of approximately 30 minutes onwards. The programming was entered for the infusion, there was insertion of the needle and device and then almost immediate infusion. Hydrating electrolytes and drugs for anesthetic induction were the infusates in use; no chemotherapy was involved. The infusion therapies and the medical device were replaced. The blood loss or backflow were not significant due to early interception. The patient's condition before and after the event was stable.